Event description:
The physician was attempted to advance an endeavor resolute rx drug eluting stent to a severely calcified lesion. There were no abnormalities noted prior to use of the device. The device could not cross the lesion; damage was noted to the stent when it was withdrawn from the patient. The physician then attempted to advance another endeavor resolute rx drug eluting stent to the same severely calcified lesion. The stent dislodged after several attempts to deploy. The dislodged stent was deployed with a balloon. No clinical sequelae were reported. Reference MFR report numbers 9612164-2011-01486 and 9612164-2011-01487. Evaluation summary: no damage was evident to the distal tip. The stent was positioned correctly between the inner marker bands as per specification; the stent of the returned device exhibited deformation to the 6th distal strut which was elevated to 0.077". Review of the procedural images confirmed that the target vessel was severely calcified. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (failure to deliver the stent), patient's condition affected effectiveness of device (severe calcification). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (severe calcification). (B)(4).